Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/31/2013 with the following findings: evaluation revealed that the display screen was dim and discolored with fading text. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored with fading text. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 12/31/2013.